Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. A conclusive cause for the reported difficult to position (guide wire resistance) cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left renal artery. An attempt was made to advance a 4.0 x 19 mm graftmaster covered stent to the perforation; however, it failed to cross because it met resistance with an unspecified guide wire. There was no adverse patient sequela reported. No additional information was provided.